Event description:
Same case as MDR#6000089-2007-00114. It was reported by the patient that three days post a drug eluting stenting treatment procedure, hypersensitivity occurred. The patient had a 2.75x12mm taxus express2 drug eluting stent placed in the circumflex (cx) and a 2.75x8mm taxus express2 drug eluting stent placed in right coronary artery (rca). She was pretreated with solumedrol, tagamet, prednisone, and benedryl prior to stent placement. The patient reported that she developed "tingling in the face and a red, itchy rash on the back of her head, her hands, and her armpits." She thinks she "might be allergic to the stent." Further follow up with the physician indicates that the patient is allergic to contrast dye and cats. The patient was taken of plavix and placed on ticlid, but continues to have an allergic reaction. The physician reported being very concerned that the patient was allergic to the stents. The physician was planning on taking the pt off of the ticlid and trying another drug. The patient further reported that the symptoms were worsening. She reported that she was taken off both plavix and ticlid, and is now on prednisone. Further information has been requested but has not been received.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.